Manufacturer narrative:
A field service engineer evaluated the system on site. The laser output energy was tested at fiber output and energy was low. A new fiber was used and the energy was still too low and decreasing. The internal gps fiber needed to be replaced. Fluctuation/drop-down was noticed during testing therefore the green laser module was also replaced. The system passed all tests. A review of the device history record found no nonconformities or anomalies related to this event. The investigation is ongoing.

Event description:
The user facility in the netherlands reported that during the procedure, the system and laser did not work together. There was power lacking and the surgeon needed to put the power to max to get a decent laser beam. After doing so, the power came back and the retina was damaged. The procedure was prolonged by 20-25 minutes. During follow-up, it was discovered the patient had vitreous hemorrhage due to a choroidal hemorrhage most likely due to excessive laser energy. Rebleeding occurred due to retinal necrosis due to laser damage. A secondary surgery was performed. The patient's outcome is good and visual recovery was above expectation.

Manufacturer narrative:
The green laser module functioned within specifications during depot evaluation, and the reported issue could not be reproduced. All values were in range. Initial testing did not reveal any faults, suggesting the issue may be intermittent or related to conditions not replicated during evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause cannot be determined. The investigation is complete.